Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg allegedly became inoperable due to end of life. It is unknown if an error message displayed due to the issue. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the device was explanted and replaced with a different model which resolved the issue.